Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date in section b3 is the date abbott diabetes care (adc) became aware of the event. The device mfg date is unknown. The date in section h4 is the date abbott diabetes care (adc) became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results and experienced a loss of consciousness. It is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat and was administered unspecified treatment from a non-healthcare professional and healthcare professional (hcp) for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This report is related to FDA MFR report # 2954323-2025-30236. Abbott diabetes care (adc) received additional information that clarified that the medical event was related to a sensor error message and not a low readings issue. No further reports will be submitted under FDA MFR report # 2954323-2025-22623. Corrected reports have been submitted under MFR report #2954323-2025-30236.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results and experienced a loss of consciousness. It is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat and was administered unspecified treatment from a non-healthcare professional and healthcare professional (hcp) for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results and experienced a loss of consciousness. It is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat and was administered unspecified treatment from a non-healthcare professional and healthcare professional (hcp) for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.